Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had keypad issue and customer experienced blood glucose value of 38 to 450 mg/dl. It was also reported that the customer had low blood glucose while sleeping and had a seizure. The insulin pump is expected to return for analysis.